Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6-the medical device problem code should have been 3283 - wireless communication problem rather than 2880 - application program problem.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a procedure, surgery mode was turned on however the ipg went into recovery mode during the procedure. After the procedure, the ipg went through a 30-second resent and started to function normally.